Manufacturer narrative:
Internal complaint reference case- (B)(4). Article cite: sun baochun, wang feng, yang shuzhi, han zeli, han jiahong, shen wei, & zhou chengyong. (2017). Analysis of complications of pediatric adenoid and tonsil surgery under low-temperature plasma-assisted therapy. Journal of clinical otorhinolaryngology head and neck surgery, 31(22), 1720-1723.

Event description:
It was reported that on literature review complications analysis of adenoidectomy and tonsillectomy assisted with ablation on children, 7 patients had complications after a adenoidectomy and tonsillectomy procedure using a ultra 55 coblation wand. 5 patients had a secondary bleeding which 2 of them required hemostasis under general anesthesia in the operating room and for the rest were treated with hemostasis by electrocoagulation after surface anesthesia, 1 patient had burns at the corner of the mout but it is unknown how was the event treated, 1 other patient had nasopharyngeal adhesions, unknown how was the event treated. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA (corrective and preventive action), nc (non conformance), pra (probabilistic risk assessment)/hhe (health hazard evaluation) review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.